Event description:
A 8mm x 40mm length medtronic flexible biliary stent was inserted into bilateral iliac arteries in 2001. The right iliac artery had a 60% stenosis and the left iliac artery had a 90% stenosis both with moderate calcification. Both iliac arteries were predilated with a 6mm angioplasty balloon prior to insertion of the stent delivery systems. It was reported that the physician was doing a bilateral iliac kissing balloon technique. Two indeflators were used. Each indeflator went up simultaneously and both balloons from the delivery system ruptured at 4 and 5 atmospheres. The physician removed the stent balloon from the slightly apposed stents. The stents were re-crossed using another angioplasty balloon to finish the deployment process. The stents were post dilated at 8atm with an excellent outcome. Despite repeated attempts to obtain info regarding this event, there is no further info available from the user facility or the physician. It is reported that the pt is fine and there were no add'l clinical sequelae relative to this event. Returned goods info reveals the stent delivery system is without the stent. The balloon has been inflated. No kinks or bends in the catheter. Footprints are present on the balloon. A leak on the proximal side of the balloon working length was observed during inflation. This info does not provide conclusive evidence why the balloon ruptured.